Event description:
The customer reported the ventilator failed pre-operational testing. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the problem. The service technician replaced the 3 station solenoid to address the reported problem. Applicable final testing was completed and tests passed per operating specifications. Factory analysis revealed a malfunction of the safety valve solenoid. If the solenoid malfunctions as noted, it may result in a sustained safety valve open occurrence. When the safety valve remains open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display.